Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit and pump alarmed no delivery. The customer stated that they have a plunger available. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin does not exit with plunger push. It was explained to the customer alarm was caused by set/reservoir connection. The customer was advised to replace infusion set and reservoir. The customer was advised pump is functioning as normal.